Event description:
Reportedly, the device was explanted after an implant duration of 3 months due to endocarditis. Source given as methicillin resistant staphylococcus aureus (m.r.s.a.). A new magna ease was implanted. No additional information was reported. Per the customer experience report, the condition of the device on explant was reported as "excellent, but adjacent vegetations." Patient presented with symptoms of temperature, sepsis, endocarditis with large abscess. Patient was diagnosed with infection in 2009, and a blood culture was done. The organism cultered: m.r.s.a. Patient started on antibiotics three days later. Post explant, the vegetation was indicated on two leaflets and adjacent to the inflow of the device. No additional information available. Due to the type of endocarditis, our safety policy will not allow the device to be accepted for evaluated. However, the device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unable to evaluate due to infection per safety policy.